Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 400 mg/dl and customer¿s other blood glucose values were 295 mg/dl and 309 mg/dl. Customer stated there were no leaks or moisture. Customer was not admitted as an inpatient for medical treatment. The insulin pen will not be returned for analysis.